Event description:
It was reported by the pt that a physician performed a novasure endometrial ablation in 2010 (exact date unk). Sometime in (B)(6) 2014, the pt was experiencing "severe pain during menses", and presented to emergency room. An ultrasound was performed and revealed "pools of blood inside her uterine cavity". It is unk if intervention was required due to the hematometra. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).